Event description:
It was reported that when the patient tried using the stimulation from their implantable neurostimulator (ins) and stated that the stimulation ¿just kept increasing¿ causing them discomfort. The patient was able to turn off the stimulation using the programmer unit. It was noted that the patient did not know anything about their ins system and was ¿highly anxious.¿ it was also determined that the programmer needed new batteries and the patient was going to get batteries and call back for assistance. The patient was also redirected back to their healthcare professional (hcp). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
The patient status at the time of report was noted as unknown.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID ne u_recharger_acc, product type recharger; product ID neu_ptm_prog, product type programmer, patient. (B)(4).